Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Moisture was cleaned from the breathing system, and the unit was returned to service.

Event description:
The hospital reported the unit stopped ventilating in pressure mode during a case. The case was completed in manual and volume mode. There was no report of patient injury.